Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. The patient reported that they were having an issue with getting the ptm (personal therapy manager) to deliver a bolus. The patient stated that when they ¿press or scan up to get it to go to where it says bolus with an arrow, all it does is say 0% and says connecting to pump, but it's not connecting¿. The patient stated that they had charged both devices. The agent assisted the patient in closing the myptm app and reopening it and the patient confirmed they were able to successfully connect to their pump and bolus. While on the call, the patient mentioned that they had had this issue in the past, but it hadn¿t happened where they hadn't been able to finish and connect. The patient stated that it ¿usually scans and stops at 91%¿. The patient also mentioned they sometimes had trouble getting the handset to connect to the communicator. The agent reviewed considerations and redirected the patient to close the app when they are done using it and the patient was going to monitor.